Event description:
It was reported that a pump refill was done 05/09/2013 and everything went fine. Two days later, the patient heard the pump start beeping. The patient was seen in the clinic on (B)(6) 2013 and the pump said that it was in safe state and that a reset had occurred; the pump had reset to minimum rate. The pump logs showed ¿reset occurred ¿ reset occurred low battery - pump in safe state¿ on (B)(6) 2013. The pump eri (elective replacement indicator) was 12 months. The patient had not had any symptoms. The pump was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).

Event description:
Additional information was received. It was indicated that the pump had been explanted.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found high resistance of the battery. Moisture was seen after the inner cover of the pump was removed. Corrosion was present on gear wheel three. Moisture drops were present and corrosion was present on the pumphead pins. Slight residue was noted in the pinion of gear one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.